Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3006697299-2019-00144 and 3006697299-2019-00145.

Event description:
This is 2 of 3 reports. A sales representative reported on behalf of the customer that the c4614s cusa excel 36khz curved extended standardtip was in the wrong direction after assembly with the handpiece. The product was in contact with the patient with no injury/death reported. The event lead to an increase of surgery time. The exact time of the delay was not known since three tips had to be replaced; it was reported to be maximum of a half an hour.

Manufacturer narrative:
The device history records (DHR) of finished good (fg) lots 3008501 and 1170042 were reviewed. No anomalies were reported during the packaging process that could be related with the reported condition being investigated. The lots met all in process requirements as specified in the packaging shop order and related procedures. However, the reported condition ¿the tip is in the wrong way¿ is directly related to the tip component ¿36khz angled precision tip cusa excel¿ (p/n 223400755). The fg lot 3008501 used the tip lot # 1962823, and fg lot 1170042 used the tip lot # 3163139. No events have been reported for any of the tip lots (1962823 and 3163139). Complaint issue was confirmed. C4614s cusa excel 36khz curved extended standard tip orientation was not correct. This product was made on a bending / timing fixture with a functional testing procedure that did not contain criteria for inspecting the orientation of the bend. Root cause determined to be lack of bend alignment verification in functional testing procedure. UDI number : (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.